Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because the root cause cannot be determined, no additional action can be taken at this stage. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma filtration device implant surgery a surgeon reported corneal endothelial cell loss. A suture was lysed and needling was performed at 1 month postoperatively. The device remains implanted.